Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. Log error #s 0204, 0800 were found in error log. E3 errors with low battery icon were observed. Calibration parameters were not within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that the uom setting of their freestyle meter changed. There was no report of death, serious injury or mistreatment.